Event description:
Additional information received: a 6f sheath was used during a percutaneous coronary interventional procedure on the right common femoral artery. The device was broken but held together in one piece by the actuator wire. It was reported there was vessel and tissue damage which was treated via surgical. There was prolonged hospitalization. No femoral angiogram was taken. No additional information was provided.

Manufacturer narrative:
H6: device code 2017- failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, no femoral angiogram was performed prior to the device deployment. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the vessel wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. The investigation is unable to determine the conclusive cause for the reported event, therefore there was no conclusive evidence that the IFU deviation contributed to reported difficulties. The reported patient effect of tissue damage (vascular injury) is listed in the proglide IFU as a potential adverse event. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B2: hospitalization box should have been checked on MDR follow-up #1.

Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after a diagnostic procedure. Reportedly, there was no suture present and the device could not be retrieved from the patient as it was stuck in the artery. The feet could not be retracted even though the lever was returned to its original position without resistance. Surgery was performed to remove the device. After the device was removed, it was seen that the proximal and the distal part of the progglide were disintegrated. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela; however, there was reported clinically significant delay in the procedure or therapy. No additional information was provided.